Manufacturer narrative:
The hospital replaced the drive gas check valve and flow control valve. No report of patient involvement.

Event description:
The hospital reported the unit would not build pressure during the preoperative checkout. There was no report of patient involvement.